Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. Additional findings not related to customer reported complaint: when placed and driven on the in-house system, the instrument passed recognition, engagement, cut and seal tests on 3 out of 3 attempts. The grips moved intuitively with full range of motion. The grips opened and closed properly. A review of the master supervisory controller logs reported nine error codes 22020. The engagement logs had nine errors in the error logs. This information confirms a wrist pitch axis engagement failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had a sealing failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the lot/sequence number of the suspected defective vse instrument was confirmed as k12250307-0061.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.